Manufacturer narrative:
The tech found broken pins on the communication cable. The tech replaced the communication cable to resolve the issue.

Event description:
Tech alleged that a nurse call cannot be placed from the bed. No pt impact.